Event description:
The surgeon inadvertently hit the aleutian interbody/cage too far into the disk space. The disk space was reportedly very tight and the surgeon was unable to remove or reposition the cage. Because the cage had gone so far in, he implanted a smaller cage to fill the remaining disk space.

Manufacturer narrative:
The company was made aware of this incident on october 5, 2011, upon receipt of a copy of the MDR (filed by the loss prevention specialist for the hospital) from FDA. Incidentally, this was unfortunately beyond the 30-day time-line. When the MDR was received, inquiries to the field were made in order to confirm the incident. Confirmation of an incident was obtained, however, the facts, as described by the rep are slightly different than those described in the initial report. This MDR is being filed in order to comply with the regulations, in that the company has just become aware that a reportable incident has occurred and also to clarify the description of the incident. As reported, the aleutian interbody was impacted too far into the disk space, however, we have been informed that it did not break. We also confirmed that it was left in the pt, as the surgeon felt it was stable and securely placed. He opted to insert a smaller interbody in the remaining disk space.